Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: visual inspections were performed on the returned device. A longitudinal balloon rupture was identified. Additional information received confirmed that the physician was not aware of the balloon rupture. The reported difficult to position was unable to be confirmed due to the noted rupture damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the non-tortuous superficial femoral artery. After positioning a 5/6fr non-abbott sheath in the anatomy, a 5.5mm x 60mm x 150cm otw armada 18 balloon dilatation catheter (bdc) was advanced via right posterior tibial access and pre-dilatation was performed without issue. The bdc was withdrawn without difficulty and an unspecified stent was deployed. When attempting to re-advance the bdc through the same sheath for post-dilatation of the stent, resistance was felt against the sheath and the bdc was unable to be advanced through the sheath. The bdc was retracted without resistance. A new 5.5mm x 80mm x 150cm armada 18 was advanced through the same sheath without difficulty and post-dilatation was successfully completed. There were no adverse patient effects and no occurrence of a clinically significant delay. The 5.5mm x 60mm x 150cm otw armada 18 bdc was received with a longitudinal balloon rupture. Additional information received confirmed that the physician was not aware of the balloon rupture. No additional information was provided.